Event description:
A customer reported that multiple system messages displayed at the same time during a vitreo-retinal procedure. The system was exchanged and the case was able to be completed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replicated the customer reported event. The company representative found fluid ingress in the system pressure/vacuum manifold. The company representative suggests that perhaps the fluid ingress into the pressure/vacuum manifold was due to a pincher which did not correctly pinch the tubing which belongs to the cassette. The pressure/vacuum manifold was replaced. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event is determined to be fluid ingress into the pressure/vacuum manifold. (B)(4).